Event description:
It was reported that a pt, post heart surgery, was being transfused with packed red cells through the device. Twenty-five minutes into the transfusion the pt's blood pressure decreased and pap increased, the transfusion was stopped. The pt was transferred to cicu and the transfusion was re-started. The pt's blood pressure dropped to 60 and the transfusion was stopped. The pt was reported to have recovered.